Event description:
Per the clinic, the patient experienced an infection and extrusion of the electrode lead into the external auditory canal. The patient was hospitalized (specific date and duration not reported) and received IV antibiotics (specific date and duration not reported). The implanted device remains.